Manufacturer narrative:
The customer's report of ¿separation¿ was confirmed based on visual inspection of the as-received samples. The tubing of both sets were torn completely with the remainder of the torn tubing still bonded within the available smartsite ports. One of the sets also had their tubing torn completely to the expected bottom smartsite port. Functional testing was not deemed necessary due to the damaged tubing. The root cause of the customer's report was identified as due to intentional force being applied to cause the observed damages.

Event description:
It was reported that (2) safe sets separated at the proximal y-site inlet port. There was no report that patient care was delayed and was also confirmed during follow up that this event did not contribute to, or result in serious adverse impact to patient.